Event description:
It was reported the catheter was being placed into the pt's right brachial. Prior to insertion the ECG calibrated successfully. During insertion, the ECG waveforms went erratic and then a blue bullseye appeared. A chest x-ray was performed which showed the catheter was up the pt's neck. At which time, the catheter and biosensor were removed and a new PICC was placed without the use of the vps. A chest x-ray confirmed caj placement. There was a delay in treatment with no pt harm and no pt death of complications reported. It was noted the pt did not have any cardiac abnormalities. A memory stick was mailed for review.

Manufacturer narrative:
(B)(4).